Event description:
The results of the lens evaluation concluded that the haptic was bent as a result of excessive force or handling, during which probably the stretch limit of the haptic was exceeded. A production related cause is not suspect.